Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2015-05311 follow-up revealed the patient met with an sjm representative for reprogramming, but troubleshooting could not be attempted due to the patient not recharging his ipg as recommended. In turn, the sjm representative was also unable to establish communication with the ipg via the charger due to the ipg being inoperable. Surgical intervention remains pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation therapy from his scs system. The patient declined meeting with an sjm representative for troubleshooting and reprogramming. The patient is requesting to have his scs system removed so he can have an MRI to determine other therapy options. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.